Manufacturer narrative:
Device was used for treatment, not diagnosis. Dai, g., liu, q., liu, w., wang, c., and wang, s. (2013). The function and muscle strength recovery of shoulder after humeral diaphysis fracture following plating and intramedullary nailing. Arch orthop trauma surg, 133, 1089¿1094. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown locking compression plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, dai, g., liu, q., liu, w., wang, c., and wang, s. (2013). The function and muscle strength recovery of shoulder after humeral diaphysis fracture following plating and intramedullary nailing. Arch orthop trauma surg, 133, 1089¿1094. The authors conducted a retrospective randomized controlled trial of 50 patients, mean age 37.6 years (range 20-60 years) who had sustained humeral diaphysis fractures. The patients were treated between 2007 and 2008 with intramedullary nail (imn) of a competitor (group I) or open reduction internal fixation (orif) and synthes device, 4.5 millimeter locking compression plate (group ii). Shoulder range of motion and shoulder muscle strength were evaluated; a total of 46 patients were studied through follow-up. There were two reported cases of nonunion in group ii. The authors found that imn group had lower shoulder function scores than orif; both groups experienced severe rotator cuff loss of strength at 12 month follow up; rotator cuff strength of imn group was stronger than orif group although imn group had less total and external range of motion than orif. This is report 1 of 1 for complaint (B)(4). This report is for an unknown locking compression plate.